Event description:
Evaluation findings: this bowl was returned for evaluation. Co was not able to replicate the noise or the leak reported. Co did find abrasion signs on the ribs of the header and the effluent tube, indicating that the bowl was not seated properly. This could have caused the noise and the leak.